Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low, out-of-range (oor), shock lead impedance on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The boston scientific field representative contacted the cardiology nurse practitioner with value, and was told that the clinic would schedule an in-clinic visit for the patient. No further information has been made available to the field representative or his team. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available and our investigation is complete. This investigation will be updated should further information be provided.